Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 108 mg/dl (user´s meter) and 300 mg/dl (professional´s meter). It was reported that the patient´s symptoms of dizziness and sweating did not match the result of 108 mg/dl. The mother administered a correction dose of insulin.